Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (0.5 mg/ml, dose 0.025 mg/day) via an implantable pump. It was reported that the pump had reached elective replacement indicator (eri) prior to the estimated eri date. Prior to being taken to the operation room (or), the physician performed a catheter access study and was unable to aspirate cerebrospinal fluid flow csf from the port. The patient was subsequently taken to the or and placed in a lateral position. The physician started by opening the pump pocket and dissecting out the pump and proximal segment. Once the pump was dissected out, he again attempted to aspirate from the catheter access port but was again unsuccessful. The pump was disconnected and discarded for planned replacement. The proximal pump segment was disconnected from the spinal segment at the collet. The physician then proceeded with another attempt to aspirate directly from the catheter, which was again unsuccessful. The physician then proceeded to open the lumbar incision. He dissected down to the catheter anchor and spliced the catheter below the anchor site. There was still no return of csf. The sutures at the anchor site were then removed, at which time it was noted that the catheter had been fractured above the anchor site. The remaining spinal segment was still implanted but inaccessible in the intrathecal space. The patient was on low dosing and has been doing well per the physician, he has opted not to replace the device at this time. He discussed this postoperatively with her husband. As noted above, there were no allegations regarding the pump or the pouch. The physician declined to return the proximal pump segment because the issue with the intrathecal catheter was in the spinal segment where it had fractured, which remained implanted but inaccessible in the intrathecal space. The patient¿s status was alive-no injury. The patient¿s medical history was asked but unknown.